Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was replaced due to an unknown reason. No patient complications were reported in relation to this event. Additional information was requested and will be provided if it becomes available.